Manufacturer narrative:
(B)(4). A carefusion field service representative (fsr) evaluated the device onsite. The fsr found the max airway pressure alarm was set at 45cmh2o and the unit trying to run at a mean airway pressure (map) of 9cmh2o, which is the cause of the driver stopping due to use error with the alarm settings. The device operated as intended as the improper use settings triggered the "paw <20% of set max paw" which would cause the driver to stop and the dump valve to open. There was no other failures detected and the fsr performed the patient circuit calibration and performance check. The unit meets factory specifications.

Event description:
The customer reported that the driver "stopped", while the device was on a patient. The unit alarmed and the patient was switched to another ventilator. There was no patient compromise.